Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose after an accidental double breakfast announcement while using the ilet bionic pancreas, leading to continued hypoglycemia despite repeated oral carbohydrate treatment per 15/15 guidance. Symptoms included hypoglycemia and a fall reported as unrelated to blood glucose. Outcomes included the need for repeated oral glucose administration and follow-up calls until glucose stabilized within range; no hospitalization occurred. Investigation included review of event details and troubleshooting with education on timed carbohydrate treatment. Investigation of this case revealed user-related operational error due to an erroneous meal announcement, with the device and its components not implicated in a malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to accidental meal entry and appropriate device performance.